Event description:
Nt821731c - the stopcock to clamp/ drain system broke off. Device in contact with patient.

Manufacturer narrative:
Follow up report 001 ref to natus complaint#(B)(4). Sterile date of product: (B)(6) 2024. Device history record review: unit has passed all tests with acceptable results. Complaint history review/trend analysis: (24 months review and percent of sales) 32 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4), (B)(6) units sold within past two years. Failure rate = (B)(4). Capa005781 was opened 08 may 2025 to investigate the increase in complaint rates for the eds product line, and is currently at the root cause investigation status. Risk management review: a review of (B)(4) medical device hazard analysis (rev 10), identifies the hazard situation as "5.11 stopcocks: luer lock thread is stripped or broken." The risk level is considered moderate. Based on complaint of "transducer fell off drain." This determination is based on the information received from the customer. Root cause/failure investigation: this case had a drainage system with a damaged system stopcock, drip chamber stopcock, and patient line stopcock. System stopcock was broken at the lever of the wall which is used to turn the stopcock into a closed or open position. A crack was found on the wall of the chamber stopcock. The patient line stopcock had a crack on the female luer. The breakage of the components indicates that the user turned the stopcock with a tool instead of by hand leading to excessive torque applied. Another possible indication could be that the client used aggressive cleaning agents that degrade the polycarbonate material. The stopcock with the broken lever (system stopcock) was able to be rotated with normal hand force as evidenced with the black mark of the stopcock body pointing down and then to the left. Failure mode: confirmed / stopcock breakage during use.

Manufacturer narrative:
Initial report ref to natus complaint#: (B)(4). Per doc: (B)(4) rev 10 risk analysis spreadsheet - eds 3 external drainage system. Hazard 5.11 - stopcocks: luer lock thread is stripped or broken. Effect (harm): delay in patient treatment, csf leakage and over drainage of csf. Residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Further investigation to be carried out. The affected part to be returned for evaluation.

Event description:
Nt821731c - the stopcock to clamp/ drain system broke off. Device in contact with patient.